Event description:
It was reported that the insertion handle is not exact. The doctor had difficulty inserting the blade. The blade did not make contact with the bone, the shaft and three blades were defective. The precise error could not be ascertained. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The additional evaluation revealed that the instruments in question were manufactured according to the aoasif specifications (batch 1332762 in march 2005, batch 3286215 in november 2009). Functional checking for batch 3286215 also did not reveal any deviations. The insertion handle also has heavy marks from use and impacts, particularly on the opposite side from the impact plate. These findings suggest that the functional problem is not caused in manufacturing, particularly since the instruments are also subjected to 100 percent functional testing before leaving the factory. The instruments were made according to specifications. No product errors are present. It is concluded that this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint issues.